Manufacturer narrative:
B5, describe event or problem, inflation time was updated to 30 seconds to capture what was reported. E1, initial reporter address: (B)(6). E1, initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 40% stenosed target lesion was located lad distal or apical artery, in the moderately tortuous vessel. During the procedure a 4.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the second inflation at 12 atm for 30 seconds, the balloon ruptured, with a pinhole shape rupture, it was observed at the end tip. The device was removed from patient without complication. The procedure was successfully completed with another same device. There was no patient complication, and the patient was in good condition after the procedure.

Manufacturer narrative:
E.1. Initial reporter address: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 40% stenosed target lesion was located lad distal or apical artery, in the moderately tortuous vessel. During the procedure a 4.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the second inflation at 12 atm for 12 seconds, the balloon ruptured, with a pinhole shape rupture, it was observed at the end tip. The device was removed from patient without complication. The procedure was successfully completed with another same device. There was no patient complication, and the patient was in good condition after the procedure.